Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 400 mg/dl and was addressed with an injection of insulin. After an alarm, the customer would change the site. The customer was unable to complete the system check to determine a possible cause of the occlusions with tandem technical support as their supply level was running low.